Event description:
It was reported the right and left ventricular lead thresholds were elevated when connected to the new device during the device change out procedure. After multiple attempts to re-seat the leads in the device header and retesting the leads, acceptable thresholds were ultimately obtained with appropriate impedance measurements. It was noted the pulse width had increased with the same amplitude. Two days post implant the device was toning due to high impedance of the pace/sense (p/s) portion of the right ventricular (rv) lead. The p/s portion of the rv lead also had elevated thresholds, loss of capture, and noise. It was also noted that there was diaphragmatic stimulation. The rv pace/sense impedance alert was turned off and the rv pacing threshold was adjusted to capture. A revision procedure was scheduled. At the procedure the x-ray showed that the rv pace/sense pin had retracted into the header block. Due to the set screw issue on the device at implant, the physician did not trust the set screw to hold. Therefore, the device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008.